Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is expected to undergo a revision procedure as the device is no longer functional, and the patient has experienced discomfort. No additional patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a replacement procedure as the device is no longer functional, and the patient has experienced discomfort. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptom of discomfort is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a replacement procedure as the device is no longer functional, and the patient has experienced discomfort. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptom of discomfort is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.